Event description:
The bowie dick test pack was ran and the outcome showed white areas that should have turned black. Ran one that appeared to fail, ran 2nd and appeared to fail again. Ran from another lot and results were appropriate, ran from first lot and failed again, all other parameters were met with the sterilizer.====================== health professional's impression======================question if this lot number of paper could have been compromised to cause this discrepency in the readout. These come in plastic bags and a new box was opened, first kits out of new box and bag.